Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR " message on the autopulse platform (B)(4) was confirmed during device power on. The investigation finding determined that the root cause of the reported issue was due to defective processor board. Unrelated to the reported complaint, a cracked front enclosure cover and a bent battery lock were observed during visual inspection. These types of physical damages on the platform can occur during user mishandling. The damaged parts identified were replaced. The autopulse platform is a reusable device and was manufactured in june 2008. The device has been operating for over 10 years and has exceeded its expected serviceable life of 5 years. Data archive was corrupted and could not be recovered for review. Initial functional testing could not be performed due to system error 136 (invalid parameters block) message displayed upon platform power on. Thus, confirming the reported complaint. To remedy the issue, the defective processor board identified was replaced. During platform run-in test failed, ua16 (timeout during take up) prompted. To remedy the fault, the drive train was replaced. After part replacement, the ap platform was re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.